Manufacturer narrative:
Age, weight, ethnicity: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged and was not implanted into patient's operative eye. Additional information received revealed that the lens was scratched and was partially inserted into patient's eye, however, was removed. It was indicated that there could possibly be an use error that led to the event, however, the same could not be confirmed. There was no patient injury and no other intervention was required. Another johnson & johnson lens of same model and diopter was used as the replacement. The original lens was discarded. No other information was provided.